Event description:
A nurse reported a leaking infusion cannula during a surgery. No harm to the patient was reported. The product was replaced and the surgery was completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received but has not yet been evaluated. (B)(4).